Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported that fully charged autopulse li-ion batteries (s/n (B)(4) does not powers on the autopulse platform. The batteries successfully pass charging in the autopulse multi-chemistry charger (mcc), and showed 4 green led lights illuminated upon battery status check. No patient involvement. Please see the following related MFR reports: MFR 3010617000-2022-01093 for the autopulse li-ion battery (sn (B)(4)), MFR 3010617000-2022-01094 for the autopulse li-ion battery (sn (B)(4)), MFR 3010617000-2022-01096 for the autopulse li-ion battery (sn (B)(4)), MFR 3010617000-2022-01097 for the autopulse li-ion battery (sn (B)(4)), MFR 3010617000-2022-01098 for the autopulse li-ion battery (sn (B)(4)), MFR 3010617000-2022-01099 for the autopulse li-ion battery (sn (B)(4)), MFR 3010617000-2022-01100 for the autopulse li-ion battery (sn (B)(4)), MFR 3010617000-2022-01101 for the autopulse li-ion battery (sn (B)(4)), MFR 3010617000-2022-01102 for the autopulse li-ion battery (sn (B)(4)), MFR 3010617000-2022-01103 for the autopulse li-ion battery (sn (B)(4)), MFR 3010617000-2022-01104 for the autopulse li-ion battery (sn (B)(4)), MFR 3010617000-2022-01105 for the autopulse li-ion battery (sn (B)(4)), MFR 3010617000-2022-01106 for the autopulse li-ion battery (sn (B)(4)).